Event description:
It was reported that after patient intubation a ventilation issue was observed. After examination via fibroscopy, visible folding of the intubation tube was found to be preventing ventilation. Tube was in place for fourteen days. Removal of the tube with guide and reintubation with a new tube resolved the issue. Additional information was received on 4-aug-2022 stating no clinical consequence to the patient was observed. Premature tube change had to take place. Additional information received on 16-aug-2022 stating the tube was bent around and between the base of the tongue and the pharynx about in the middle of the tubes. Incident occurred with three (3) patients after fourteen (14) days (patient 1), nine (9) days (patient 2) and one (1) day (patient 3). Intubation was not difficult for all three patients and under direct laryngoscopy. The patients were in intensive care unit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four photos were received for evaluation. Visual inspection found the photos showed an inflation line occluded. No other analysis was performed. The root cause of the reported issue was found to be supplied component fault. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on 20/sep/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).